Event description:
As reported on (B)(6) 2013, patient of unknown age and gender presented for an microwave procedure of the liver. During the procedure, when the probe was withdrawn, it was noted the tip of the applicator had partially came away from the probe shaft. The tip did not detach or separate from the body of the probe. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported that the patient suffered no harm or injury due to the event. It was reported the disposable device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).